Manufacturer narrative:
Findings: pump received with no button response at escape and act button due to unlocked connector on lcd board. No button error alarm, frozen screen, time clock anomaly and blank display noted during testing. Unable to perform any tests due to buttons unresponsive. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display and unresponsive keypad. The customer¿s blood glucose level was 107 mg/dl at the time of the incident. The incident occurred during normal use. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.